Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chest pain. The right ventricular (rv) lead exhibited high thresholds and dislodgement. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.